Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented for a follow up and the pulse generator exhibited an impedance battery measurement anomaly. The patient would be monitored.